Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting on (B)(6) 2016 to the lower abdomen using coolcore applicator, to the lower abdomen using coolmax appicator and to the upper and lower flanks using coolcurve applicator who developed paradoxical hyperplasia after treatment.

Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
Correction removal numbers h.9: z-1349-2022. This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a male patient treated with coolsculpting on (B)(6) 2016 to the lower abdomen using coolcore applicator, to the lower abdomen using coolmax applicator and to the upper and lower flanks using coolcurve applicator who developed paradoxical hyperplasia after treatment.